Manufacturer narrative:
Investigation results: the complaint is confirmed for the cutter fired but did not cut. Simulated use investigation has concluded that there is a lack of sharpness on the 3.8mm cutter. Corrective action has been initiated to address this issue.

Event description:
The hosp reported that during the coronary artery bypass procedure, two aortic cutters did not cut. The procedure was completed with a side biter clamp. No other pt complications were reported by the hosp. This report is for the first cutter that did not cut and a subsequent cutter was used to attempt completion of the procedure.